Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer got a threshold suspend. The customer's mother gave her a correction bolus. The customer was able to clear alarms. The customer was getting now low blood glucose of 58 mg/dl. We are unable to finish troubleshooting due to not sensor train and customer was transfer to sensor department.